Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the ok keypad button is intermittently unresponsive. The ok button contact was found to be inverted and misaligned. Investigation also revealed that the audio bolus button cover was torn and the bolus button was not functional. There was evidence of corrosion found around the bolus button contact. This defect is not likely to cause or contribute to an adverse event, as insulin can be delivered using the normal bolus feature. Unrelated to the keypad button issues, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button is intermittently unresponsive. This report is made based on results of investigation completed on (B)(6) 2012.